Manufacturer narrative:
The device was returned for evaluation and the stent was found detached.(B)(4).

Event description:
Treatment of a stroke. During the procedure, it was reported that the solitaire detached in the clot on the second pass. Blood flow to the mca (middle cerebral artery) was restored.no injury was reported with the patient as a result of the procedure.